Event description:
Customer reporting to qs that two internal "blood leaks" occurred with two different lot numbers. This is the report of the first incident. Apparently the blood leak alarm sounded of the fresenius 2008 d and blood was visible in the effluent dialysate. The dialyzer had been pre-processed and tested prior to use without failure (leak test c on drs4). The patient treatment was stopped and the extracorporeal circuit of blood discarded. Qs has requested further clinical information on the effect of the leak with the patient. MDR filed on blood loss reported, awaiting further detail. Actual sample available has been reprocessed for shipping. Instructions given for decontamination. 7/20/99: 2nd request for patient information made (called nurse manager). 7/21/99: information received by phone from healthcare professional. The reported leak was detected 45 minutes into patient treatment. Ebl was reported as 100ml as the volume of the dialyzer was discarded and the treatment was restarted with a dry pack dialyzer without further incident. The hematocrit remained stable and no medical intervention was required. It was verified that there were no adverse effects to the patient.